Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition. The right ventricular lead was capped and replaced on (B)(6)2023. The patient was in stable condition.